Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, it was not possible to push the proximal flange out of the scope, causing the stent to luxate in the lumen of the rectum. Another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent migrated to the lumen of the rectum. According to medical safety, the device was likely implanted transgastric to the intestine since the device is too big to migrate to the lumen of the rectum if implanted on-label. Per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the intestine.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.